Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, pain, hematuria, catheter blockage, leakage and retained fragments from catheter when they were asked of complications while using the lubrisil hydrogel coated silicone foley catheter (d1758(12-24e)).

Event description:
It was reported that survey respondent mentioned about symptomatic urinary tract infection, pain, hematuria, catheter blockage, leakage and retained fragments from catheter when they were asked of complications while using the lubrisil hydrogel coated silicone foley catheter (d1758(12-24e)). It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿bad fit with connector". The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (lubri-sil foley catheters) product ifus were found to be adequate based on past reviews. The device was not returned.